Event description:
During a routine setup of a hospital bed, a technical issue was observed by our staff member on (B)(6) 2023. During the setup the staff member heard a pinching noise originating from the area where the power drive wheel is located. Immediate corrective action was taken, and the pinched wires were repaired. Following the repair, the power drive was tested to ensure its functionality, which it passed. However, it was later discovered that the batteries in the device were completely drained. Upon further inspection, evidence of melted wires was found near the circuit board compartment. No patient was involved, and no injury occurred. The incident was internally reported to the quality department on (B)(6) 2023.